Manufacturer narrative:
D4: updated with lot number. H6: updated method and results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding . H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 13742668. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2015: [missing records: records for ¿large bowel obstruction complicated by colonic perf and wound dehiscence/infection¿ were not provided.] On (B)(6) 2015: [missing records: records for sigmoidectomy were not provided.] On (B)(6) 2016: (B)(6). Preoperative note. Preanesthesia evaluation with sigmoid stricture. History: large bowel obstruction complicated by colonic perf and wound dehiscence/infection status post sigmoidectomy and colonoscopy in (B)(6) 2015, here for ventral hernia repair. History of abdominal pain. Sigmoidectomy (B)(6) 2015. Current every day smoker, x 20 years. Weight 62.6 kg, bmi 24.45. On (B)(6) 2016: (B)(6). Operative report. Attending physician: (B)(6). Preoperative diagnosis: incisional ventral hernia. Postoperative diagnosis: same. Procedures performed: open ventral hernia repair with primary repair and mesh on-lay. Anesthesia: general endotracheal anesthesia. Estimated blood loss: 50 cc. Drains and catheters: jp x 2. Specimens: none. Indications for procedure: the patient is a 59 year old female who presented with a colon obstruction secondary to abscess who then had a wound dehisces and multiple complications resulting in a large ventral hernia. Risks and benefits of open hernia repair were discussed in detail and decision was made to proceed with operative intervention. Consents were obtained. Procedure in detail: ¿patient was taken to the operating room, and laid on the operating table in supine position. General endotracheal anesthesia was administered. The abdomen was prepped and draped in sterile fashion with chloraprep solution. A timeout was performed to verify patient identification, correct surgical site, IV antibiotic administration and other pertinent details of the case. The abdomen was then opened through the prior midline incision with care to not injure underlying bowel. Once fully opened, she had a large fascial defect and extensive lysis of adhesions. Hemostasis achieved and then we continued with a component separation with a rectus relaxing incision. The fascia was then able to be closed in a primary fashion with 0 prolene. Then a gore mesh 15 x 20 cm overlay was placed and sewn in place with interrupted prolene sutures. Two jps were placed in overlying the mesh. The subcutaneous space was closed with 3-0 interrupted vicryl. The skin was then closed with staples. The patient was awakened and returned to recovery room in stable condition. Dr. Was present and available for the entirety of the case.¿ on (B)(6) 2016: (B)(6). Implant record [poor copy quality]. Description: mesh hernia [illegible] biomat, 1mm x 15 cm x 1[illegible] cm, 1dlmcp04. Serial number: n/a. Lot number: n/a. Manufacturer: w.l. Gore and associates, inc. Catalog #: 1dlmcp04. Size: 15 cm x 10 cm x 1 mm. Expiration: 01/31/18. Implant/explant site: abdomen. Quantity: 1. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/ni) was implanted during the procedure. On (B)(6) 2016: (B)(6) . Anesthesia record. Asa 3. On (B)(6) 2016: (B)(6). Preoperative note. Weight 59 kg, bmi 21. Status post retrorectus repair (B)(6) 2016 with onlay mesh with chronic infected gore dualmesh plus. Impression/plan: preop exam. Ventral hernia. On (B)(6) 2016: (B)(6). Lab. Wbc 13.8. On (B)(6) 2016: (B)(6) operative report. Resident surgeons: (B)(6). Preoperative diagnosis: infected ventral hernia. Postoperative diagnosis: infected ventral hernia. Type of procedure: excision of abdominal wall mass. Indications for procedure: this is a 59-year-old female who previously had a ventral hernia repair with a gore dualmesh plus overlay. The mesh got infected postoperatively and she is approximately 2 months postop. She still has not had healing, so she was scheduled for excision of the mesh. Complications: none. Condition: stable. Estimated blood loss: 3 cc. Specimens: gore mesh plus. Findings: the mesh was easily able to be taken out. Procedure in detail: ¿after consent was obtained, the patient was brought to the operating room, placed in a supine position, prepped and draped in standard sterile surgical fashion on the entire abdomen. Time-out was performed. Using a 10 blade scalpel, we made a small incision which extended into her previous 1 cm opening where mesh was exposed. We used a kocher and grasped the mesh. We pulled with a moderate amount of tension and were able to pull the entire mesh out of the wound at this time. We felt around and did not feel any exposed sutures. So, we irrigated copiously and suctioned. No bleeding oozing was seen. We then packed the wound with kerlix gauze soaked in betadine and placed an abdominal pad on top.¿ on (B)(6) 2016: [missing records: a pathology report detailing the analysis of the device removed during the (B)(6) 2016 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2016 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: chronic infected mesh, abdominal pain, mesh removal. Additional event specific information was not provided.